Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries: (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and loss of communication between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. (B)(4) - battery, (B)(4), device available for evaluation?: yes, 10feb2017, device evaluated by MFR?: yes, device manufacture date: 24oct2014, labeled for single use?: no, (B)(4). (B)(4) - battery, device evaluated by MFR?: yes, labeled for single use?: no, (B)(4). (B)(4) - battery, device available for evaluating?: yes, 19jan2017, device evaluated by MFR?: yes, device manufacture date: 26sep2014, labeled for single use?: no, (B)(4). (B)(4) - battery, device available for evaluation?: yes, 19jan2017, device evaluated by MFR?: yes, device manufacture date: 19sep2014, labeled for single use?: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015. (B)(4) - 1650de - MFR. Date: 09/18/2014 - exp. Date: 09/18/2015. Received: 01/19/2017. (B)(4). (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015 (B)(4). (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015 (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that the patient recognized that the controller switched from one power port to the other several times before battery capacity reached 25% (> 25%). The event was not associated with any controller alarms. The batteries and controller were exchanged with no reported consequence or impact to the patient. Controller log files were sent. No further information was provided.